Event description:
Additional information was received and stated, patient experienced halos right from the day of surgery that is (B)(6) 2025. She was told that halos will disappear as the time goes by and she waited for almost six months hoping that they slowly disappear, but they never did. Additional information was received and stated, when the patient stepped out of the house in the evening after two days of the left eye surgery and noticed big halos around all the bright lights of the cars and bikes, but she was told that it was common to see the halos and it takes few days for the brain to get adjusted and the halos never went away she went for lens exchange surgery for right eye but the exchange lens also had its own problems.

Manufacturer narrative:
Additional information was provided inb.3., b.5. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced with halos so big in the nighttime and looking at any bright lights like car lights, signal lights, bike lights, torch lights, decoration lights, streetlights and cannot even see the source of the lights. Which made her difficult to get out of the house in the nighttime and making driving impossible as the hallow lights from the cars opposite side reflection making impossible to see side of the lane. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).